Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted after the helix would no longer extend after attempts to reposition it. The lead was removed and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the failure mechanism was due to torsional overstress.